Event description:
It was reported that the patient presented via merlin.net with a single atrial fibrillation - atrial tachycardia electrocardiogram that indicated loss of capture in the right ventricle. Programming changes were made. The patient was to continue being monitored. There were no reported patient consequences.